Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump was received cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 3:50 pm with a high blood glucose level of 529 mg/dl. The customer was treated for their blood glucose with insulin and novolog. The customer felt symptoms of nausea and vomiting. The customer complained of abdominal pain before their hospitalization. The customer stated that the drive support disk is flush. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.